Manufacturer narrative:
Device evaluated by MFR: promus element mr ous 2.25 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found no signs of damage. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a kink at approximately 195mm distal to the strain relief. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The 2.25mmx28mm, 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. A 2.25x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. It was also noted that the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. The patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that stent damage occurred. The 2.25mmx28mm, 90% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. A 2.25x28mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. It was also noted that the stent strut was lifted. The device was removed and the procedure was completed with another of the same device. The patient's status was stable.